Event description:
It was reported the lead impedance measurement was decreasing. It was also reported that while testing the lead in unipolar the patient experienced myopotential oversensing and pocket stimulation. The lead monitor feature was programmed to adaptive and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.